Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 1 of 3 on (B)(6) 2026, the patient underwent a diagnostic ercp (endoscopic retrograde cholangiopancreatography) and subsequently experienced fever and cholangitis. A blood culture obtained on (B)(6) 2026 was positive for enterobacter aerogenes esbl. The patient was treated with antimicrobial therapy (mepm) and is progressing without abdominal symptoms. The customer reported 14 environmental cultures were obtained including the ward where the patient was hospitalized, the tv room, and endoscope cleaning sink, however the same bacteria was not detected. No cultures of the duodenovideoscope or endoscope reprocessor were performed.